Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. One small gear was returned with no visible damage. Engineering confirmed the part was a gear unit and is used in the protack instrument. However the device was confirmed to have been used by the account and could not have been used if this part was disengaged from this unit. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. A cross functional team has reviewed the risk and rate of occurrence for this failure and has determined that no corrective actions are warranted at this time to address the loose gar drive; however, a quality alert was generated as a result of the investigation into this condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). This event was originally reported on a quarterly summary report and is being resubmitted per FDA request. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia procedure. When the nurse opened the instrument, a small piece of metal (a gear) fell onto the table but the instrument did work. It was used on the patient. No patient injury or extension in surgical time. It is unknown if the metal gear was disengaged from the instrument prior to or after the removal of the sterilized packaging. The tacking device will not be returned for evaluation, just the small metal gear.

Manufacturer narrative:
Product analysis #701877646: post market vigilance (pmv) received the device opened by the account. Only one small metal gear was returned. There was no visible damage to the gear. Additionally packaging for prolus lite mesh was received. The gear was sent to engineering to determine if the part returned belongs to the protack instrument and if so, to establish root cause for the disengaged gear. If information is provided in the future, a supplemental report will be issued.